Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3013886523-2024-00116: a facility reported that the bactiseal ventricular catheter (823073) was explanted due to suspicion of obstruction. The pressure setting on the valve was changeable. The implant and explant dates are unknown, and patient information is also unknown. There was no surgical delay. Reoperation was performed on an unknown date.

Manufacturer narrative:
The bactiseal catheter (ID 823073) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.